Manufacturer narrative:
There is no info to suggest that there were any adverse consequences to the pt. Device did not malfunction. The incident would not appear to be an outbox failure as there was no device failure; the device was simply not present for use. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon ended up using scorpio size 7, one size down from size 9 that the surgeon wanted to use. Not off label use. Add'l info: "dr (B)(4) was informed that the series 7000 #9 tibial baseplate was not locatable at the time of implantation for the pt because implant was missing from hospital cart. Dr (B)(6) continued with implantation of the scorpio nrg # 7 posterior stabilized right femur which was the correct size and matched the left side of pt. Dr (B)(6) decided at that time while implants were still being located, to implant the series 7000 # 7 tibial baseplate for the pt, due to cement being mixed and working."